Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "surgeon was impacting the nail using the proper insertion handle when he decided to remove the ball tip guide wire. After removing the wire from the canal of the femur, the insertion handle came off with it. Without hesitation he decided to hit on the carbon of the insertion handle with the mallet and deformed the carbon. There was no delay in the case or effect to the patient. Case finished successfully".